Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen using a cooladvantage coolcore applicator. Following treatment the patient experienced numbness and tenderness. On (B)(6) 2021 the treated area developed dense firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the upper abdomen using a cooladvantage coolcore applicator. Following treatment the patient experienced numbness and tenderness. On (B)(6) 2021 the treated area developed dense firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical hyperplasia (ph).